Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset. There was no reported adverse impact to the customer. Additionally, it was reported that the tandem-provided usb charging cable became damaged and was no longer able to be used to charge the pump. Customer continued to use the pump for insulin delivery.